Event description:
Twenty months after percutaneous coronary intervention (pci) with three stents, thrombus was found in this stent and vessel diameter increase.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment of 2-vessel disease. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medication was heparin 10,000 units. Pci was first performed on an in-stent restenotic lesion (after non-cordis bare metal stent) in the distal left circumflex of 12.1mm in length in a 3.1mm vessel diameter. The type b1 lesion was also concentric. Pre-dilation was conducted with a 3.0x15mm balloon at 8 atmospheres (atm) before a 3.0x18mm cypher stent at 18 atm. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was not done. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) I and iii flows were recorded pre and post-procedure, respectively. Act was not measured. Pci was performed next on a de novo lesion in the mid right coronary artery (rca) of 28.1mm in length in a 2.6mm vessel diameter. The type c lesion was also concentric. Pre-dilatation was conducted with a 2.5x20mm balloon at 8 atm before two overlapping stents were deployed. A 2.5x23mm cypher stent was deployed at 18 atm followed by a 3.0x18mm cypher stent at 18 atm, proximal to the first stent. Ivus was not done. The residual diameter stenosis measured 0%. Post-dilatation was not done. Timi iii flows were recorded pre and post-procedure. Act was not monitored. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. However, the patient stopped taking ticlopidine hydrochloride approx. Eight months later for unspecified reasons. Approx. 20 months after the index procedure, the patient complained of chest pain and went to the hospital. Because the symptoms were not severe, coronary angiography was scheduled for a later date. Three weeks later, the angiography confirmed thrombus inside of the first cypher stent in the distal left circumflex. It was confirmed by ivus that the vessel diameter of the stent increased approx. 4mm. Thrombus was not observed in the 1st and 2nd stents, but there was also vessel increase though not as large as the distal circumflex. No treatment was provided because the patient had no symptoms. The patient recovered the following day and was discharged from the hospital. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. This is one of three products associated with the events that were submitted under the following manufacturing numbers 9616099-2007-01540, 9616099-2007-01541 and 9616099-2007-01542.